Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4968-35 lead, (B)(6) 2013; dtbc2d4 ICD, (B)(6) 2013. (B)(4).

Event description:
It was reported that post implant, the patient developed leukocytosis and a mild pericardial effusion was noted on an echocardiogram. The patient received intravenous (IV) medication with prolongation of existing hospitalization. The device and leads remain in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.